Event description:
It was reported that during a ptca procedure, a bmw guide wire was advanced to a lesion in the circumflex, but would not cross. The guide wire was therefore redirected down the lad. The hi-torque floppy (htf) was then advanced down the circumflex, and the left anterior descending artery was stented. Reportedly, the htf was placed in the circumflex for back up only. When the guide wires were pulled out, slight resistance was felt upon removal and it was noted that the tip of the htf remained in the distal circumflex. The tip remains in the patient.